Event description:
It was reported that the pt had an MRI about 6-7 years ago. She heard a loud and strange noise during the examination. Afterwards, the implant was not working anymore. The problem was found recently. Testing showed that the device has malfunctioned. The pt was reimplanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.